Manufacturer narrative:
Additional information: device manufacture date. The lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. All lenses from this lot passed the haptic inspection during the manufacturing process. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation, it was noticed that part of the haptic broke away. The lens was not removed and was placed in the bag. There was no reported patient consequences during or after the procedure. Additional information has been requested, but has not been received.